Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 58mm diameter thoracic aortic aneurysm. It was reported that during the index procedure after the deployment of the device the delivery system got stuck in the external iliac. It was stated that the physician performed a cut down at the area where the delivery system was stuck. The delivery system was removed and the artery was repaired with a synthetic graft. The event was resolved. Per the physician, the cause of the event was due to patient's anatomy; patients artery was too small for the size of the delivery system. No additional clinical sequelae were reported and the patient is fine.